Event description:
It was reported that during the implant attempt, it was difficult to place the right ventricular (rv) lead. It was noted that the patient had severe tricuspid regurgitation. After many attempts, it was observed that the tip was bent. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).